Manufacturer narrative:
Corrected information h11 (additional manufacturer narrative): in the previous reported it was mentioned in h11 section that the non-visual device investigation was done, was incorrect. The device was visually inspected and the investigation findings were updated in the previous report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additonal information h11. A non-visual device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. It was observed that the connectors were detached from the anchors and a piece of the tray was detached from the device. Root cause description: per the reported information, the patient had an allergic reaction to the device. It is possible that the patient has an allergy to polyester, but additional information was not provided. Fu-7322 rev 7 (silent nite (english)) contains the following statement in the warning section: "a qualified dentist should consider patient medical history, including history of asthma, breathing or respiratory disorders, or other relevant health problems before prescribing the device". Fmea review results: in reviewing rpt 7352 rev 4 - silent nite risk management report, the reported issue has already been identified under the "customer related" process aspect. Failure mode - patient allergy. Causes - patient is allergic to polyester. Effects - material may cause irritation in patients who have this allergy. Device may be unusable. Severity - 3 (serious - device failure results in injury or impairment requiring professional medical intervention). Occurrence - 1 (remote - singular events, generally associated with special cause). Risk mitigation - materials have been tested for biocompatibility per rpt-9733. Additional cytotoxicity testing was performed on thermoformed materials subjected to solvents per rpt 12407. While not a risk mitigation, information will be stated in the IFU warning about allergic reactions to the product. The potential for irritation and allergic reaction. Rpn final - 3 (low risk). This is not a new failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
The provider reported a material reaction via phone call. They stated that the patient is having a major allergic reaction to an xtra-silent nite slide-link. It was reported that the patient's mouth is completely red, dry and painful.